Manufacturer narrative:
(B)(4). Any additional information that is provided by the customer will be included in a follow-up report. (B)(4). At this time, carefusion has not received the suspect device component for evaluation.

Event description:
The customer reported, after completing the vela ventilator self-test, the touchscreen was unresponsive. The customer replaced the front panel assembly and the reported issue was resolved. The customer reported no patient involvement or allegation of patient harm.